Event description:
It was reported that catheter tip fracture occurred. The target lesion was located in the lower extremity veins. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, the absorption force of the catheter and the guide wire was too large. Upon withdrawn from the patient's body, it was noted that the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that catheter tip fracture occurred. The target lesion was located in the lower extremity veins. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, the absorption force of the catheter and the guide wire was too large. Upon withdrawn from the patient's body, it was noted that the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the device was removed together with delivery system.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information device evaluated by MFR: the angiojet zelante catheter was returned for analysis. A visual examination: inspection of the device revealed a detached/missing tip and outer shaft portion missing. A detached/missing tip was observed along with a severe hypotube kink and detached/missing outer shaft located at 96 cm from the strain relief.

Event description:
It was reported that catheter tip fracture occurred. The target lesion was located in the lower extremity veins. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, the absorption force of the catheter and the guide wire was too large. Upon withdrawn from the patient's body, it was noted that the tip of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the device was removed together with delivery system.